Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cannula length was insufficient. The following information was provided by the initial reporter: material no:320550, batch no: 0203719. It was reported that the consumer feels this needle is shorter than 320122 and needle pinches when inserted into the injection site.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cannula length was insufficient. The following information was provided by the initial reporter: material no:320550, batch no: 0203719. It was reported that the consumer feels this needle is shorter than 320122 and needle pinches when inserted into the injection site.